Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the mildly calcified and 75% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the stent not being fully released from the delivery system; thus resulting in the reported activation failure. During removal interaction with the sheath resulted in the reported difficult to remove. Interaction and/or manipulation of the compromised device ultimately resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mildly calcified superficial femoral artery (sfa) with 75% stenosis. The vessel diameter was 5.5 mm and atherectomy was not used. The vessel was prepared with a 5x200 mm balloon at 17 atmospheres. The supera self expanding stent system (sess) was advanced to the lesion; however, the delivery system failed to release the stent and the stent was pulled into the sheath. When the delivery system was being removed from the sheath with resistance noted, the distal portion which was still attached to the stent separated but remained in the sheath. The sheath was removed from the patient containing the detached distal portion as well as the whole stent still attached to the delivery system. A new supera sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.